Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. Reportedly, the customer wears the pump against their skin. Tandem technical support advised the customer to wear the pump inside a case to prevent abrupt temperature changes to the pump. No troubleshooting was performed as the customer did not have the pump nearby.